Event description:
A complaint was received regarding a 3-port nanoclave manifold with ext 25 cm that experienced no flow during patient use. It was reported that an occlusion occurred at the start of infusion, requiring the use of a new manifold to resolve the issue. All nanoclave ports were connected to kabi tiva syringe pumps, and the proximal end was connected to normal saline (ns) through a 3-way stopcock. On nanoclave port 1, the infusion rate was 30 ml per hour; on nanoclave port 2, the rate was 15 ml per hour; and for nanoclave port 3, no information was provided.

Manufacturer narrative:
Investigation summary received one (1) used list# am3090, 10" ext set w/3-port nanoclave® manifold, check valve, clamp, luer lock; lot# 14270682 one (1) used list# unknown, stopcock; lot# unknown no visual damages or anomalies were observed. The reported complaint of an occlusion could not be confirmed. The returned sample was tested and met product specifications. No occlusions were observed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.